Manufacturer narrative:
Concomitant medical products: 250ml bag of 0.9% nacl, therapy date: (B)(6) 2016. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of air found in the line was confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed and a leak was observed from a cut/tear in the tubing above the upper fitment; air boluses were observed originating from the cut of the tubing. The root cause of the reported event was identified as a cut/tear on the tubing. The cause of the tear is unknown.

Event description:
The customer reported that the patient was receiving an infusion of normal saline at 50cc per hour and noticed air in line. No patient harm was reported.